Event description:
It was reported that during an unknown procedure, the device delivered an incomplete staple line. Additional suture was used to rectify the situation. There was no adverse patient consequence.